Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while sleeping. A review of the episode showed oversensing of a non-physiologic artifact. In office troubleshooting with device and electrode manipulation was not able to reproduce any noise in all three vectors. Manual lead impedance testing produced normal results; the delivered shock had a higher than expected, but not out-of-range, impedance of 138 ohms. The sense vector was reprogrammed from primary to secondary and device data was submitted to technical services for review. Technical services discussed additional troubleshooting with patient movements and postures to see if any noise could be created. Also, x-rays were recommended to verify system placement, as the shock impedance measurement at implant three months ago was 87 ohms. X-rays could also confirm that the terminal pin was fully inserted into the device header. The type of noise and baseline shift in the inappropriate shock episode was consistent with incomplete lead insertion, lead impairment or other impairment of the lead contact in the device header. Reprogramming the sense vector to secondary was likely to resolve the issue, as the secondary vector does not use the proximal sensing electrode. No adverse patient effects were reported outside of the inappropriate shock therapy. The device remains implanted and in service.